Event description:
It was reported that there was a malfunction resulting in the over-delivery of pressure. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting (apl) valve was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.